Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the fill estimate remained static at 40 units for 2 days even though insulin was being delivered. The customer reported that the cartridge was filled with approximately 250 units. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully, and the insulin gauge recalculated to a fill estimate of 205 units. However, the customer declined to verify in the pump history to confirm how much insulin had been delivered after the cartridge was loaded. Although requested, no further information on the reported event was provided.